Manufacturer narrative:
The unit was returned for evaluation and underwent bench testing. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Subsequent investigation determined that the root cause was a failure of an integrated circuit chip component. Although the initial customer complaint did not involve patient use and was not considered reportable at the time, internal evaluation confirmed a device malfunction that could potentially delay or prevent therapy delivery during a clinical event. Therefore, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.